Event description:
It was reported that during servicing, a flo-gard infusion pump was found to have a force sensing resistors out of specification. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event opened during investigation of (B)(4). The root cause of force sensing resistors (fsrs) out of specification is unknown. To correct the condition, the fsrs were replaced. The device was serviced and restored to a good working condition. If any additional information is received, a follow up MDR will be sent.